Event description:
It was reported that the patient had a dynex 3 neurostim tens unit, (B)(6), scs pain tens unit. Pt stated the equipment was very old and they use it on their spine with a lead wire and a pad. The reason for call was pt stated the tens unit doesn't work on one side. Pt stated they put the pads on the back on one side but the other side keeps coming in and out. Pt thought it was the lead wire but it was not. Pt stated they had a rechargeable battery but it doesn't work anymore. The caller was redirected to better bridge. Pt stated they have an upcoming appointment with their hcp today. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).